Manufacturer narrative:
The investigation determined that lower than expected nt - probnp ii (nbnp2) results were obtained from vitros nbnp2 lot 0660 when processing a non-vitros biorad liquichek cardiac marker plus lt quality control (qc) fluid lot 67710 on a vitros xt 7600 integrated system. The assignable cause of the event was an instrument related issue. It was verified that condition code related to the well wash heater for higher than expected temperatures were obtained on the vitros xt7600 system during the time when the low nbnp2 biorad qc results were obtained. The vitros nbnp2 assay is highly sensitive to well wash temperature and incubator temperature. An ortho fe went to the customer site and performed the following actions: identified and repaired a leak within the auxiliary wash bottle and replaced the inner and middle ring motor and replaced the incubator gaskets within the microwell incubator. In addition, the ortho fe replaced the microimmunoassay (uia) metering zee guide to improve uia metering function. Acceptable results for vitros nbnp2 were obtained following the service actions performed by the ortho fe, indicating that the low qc results were due to an issue with the vitros xt7600 system. Continual tracking and trending does not indicate a systemic issue with vitros nbnp2 lot 0660.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected nt - probnp ii (nbnp2) results obtained from vitros nbnp2 lot 0660 when processing a non-vitros biorad liquichek cardiac marker plus lt quality control (qc) fluid lot 67710 on a vitros xt 7600 integrated system. Biorad l2 vitros nbnp results of 124.0 and 146.1 pg/ml vs expected result of 195.1 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros nbnp2 results were obtained when processing non-vitros qc fluid. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).